Event description:
It was reported that 2 bd precisionglide¿ needles leaked at the hub connection during use. The following information was provided by the initial reporter: "the buyer advised she has had: ¿two needles that are leaking substance where the needle and hub comes together. Hasn't had any other needles with this issue so far.¿"

Manufacturer narrative:
The date received by manufacturer has been used for this field. D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. H.6. Investigation summary: as no physical sample, picture sample, or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. There are current quality controls in place to detect this type of product malfunction during the production process. Based on the limited investigation results, a cause for the reported incident could not be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.